Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The source of this report is literature : john chao md, jae hyuck choi md, benjamin j. Gear md, shay tenenbaum md, jason t. Bariteau md, james w. Brodsky md. "Early radiographic and clinical results of salto total ankle arthroplasty as a fixed bearing device" foot & ankle surgery 21 (2015) 91-96.

Event description:
It was reported in the literature that the patient had loosening and severe subsidence of the tibial component, which required removal of the prosthesis. Conversion to ankle arthrodesis. John chao md, jae hyuck choi md, benjamin j. Gear md, shay tenenbaum md, jason t. Bariteau md, james w. Brodsky md. "Early radiographic and clinical results of salto total ankle arthroplasty as a fixed bearing device" foot & ankle surgery 21 (2015) 91-96.